Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by email that during removal several tampons came apart and pieces remained inside. The tampon was not used more than four hours each time. There have been three attempts ((B)(6) 2018, (B)(6) 2018) to contact consumer for more information but we have not been successful. If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.